Event description:
Litigation alleges pain and elevated metal ion levels. Comment: there is a doi discrepancy between litigation and what was recovered from the patient's invoice in te as400 system. Due to accuracy, the doi from the invoice is being reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d 1/28/2015 - medical records received. Implant records confirm doi. Patient revised to address catching. Medical records report that the patient had normal metal ion levels. Upon revision, metallosis was noted. The information received does not change the MDR decision.